Manufacturer narrative:
Investigation: per the customer, the patient had received 5 tpe procedures prior to thisevent and despite the dnr it was decided to perform another treatment as the patient's platelet count was responding to the treatment.the customer did not provide the lot number pertaining to this event, thereforea device history record (DHR) search could not be conducted for this specific incident. All lotsmust meet acceptance criteria before release.a service call was placed and a full machine checkout was performed. The machine is functioningper manufacturers specification. An auto test and saline run was successfully performed.investigation is in process. A follow-up report will be provided.

Event description:
The customer reported approximately 93 minutes into a theraputic plasma exchange (tpe)procedure,the patient's oxygen saturation levels were dropping. Per physician's order,theprocedure was ended with rinseback. Approximately 30 minutes post procedure the patient expired. Per the customer, the patient was in critical condition prior to the procedure andautopsy was not requested as patient's family requested dnr (do not resuscitate) on (B)(6) 2017.the customer declined to provide patient identifier.the tpe collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation:the run data file (rdf) was analyzed for this event. The signals in the rdf indicated that the spectra optia system operated as intended. Per terumo bct's medical review, the device did not cause or contribute to this incident. Root cause: according to the information provided by the hospital, the patient¿s death is unrelated to the terumo bct device. The device did not cause or contribute to the patient¿s death. The autopsy is unavailable. However, evidence such as the critical condition of the patient indicates that a possible cause of death is related to the patient disease state.

Event description:
This report is being filed due to patient death, although per current information there is no suspected malfunction with the terumo bct device or allegation of a malfunction.